Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recently exhibiting beeping tones, and a battery depletion (bd) alert was noted upon review. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recently exhibiting beeping tones, and a battery depletion (bd) alert was noted upon review. Boston scientific technical services (ts) was contacted and is currently pending a data review. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.